Manufacturer narrative:
The device was received and evaluated. No blood in cannula. The adhesive pad was not returned with the device. The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The downloaded data showed no abnormalities that would indicate a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 340 mg/dl while wearing the pod on the abdomen for between 24 and 36 hours. As treatment, multiple corrections were delivered.